Event description:
On (B)(6)2010, the patient was implanted with an scs system. The patient said his ipg turns on by itself (strong) and then turns off by itself and that this has occurred randomly since implant. All of the patient's programs are continuous. The clinical specialist (cs) gave him a program with the magnet mode turned to "off only". The patient reported that the stimulation was still turning on/off by itself and becoming more frequent. A full diagnostic measurement showed that all contacts had normal impedances. The cs suggested turning off stimulation by turning the amplitude all the way down (instead of the red power button) and the patient began to do so. Since doing this, the patient's stimulation has come on twice. Neither time was the patient able to use the programmer to see if any amplitude bars were displayed. When the stimulation turns itself on, the patient often feels a strong shock. The doctor is going to be contacted about battery replacement for the patient.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records.